Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that "dr was drilling using this drill bit through the corresponding drill guide, bit fractured at the base towards the threads. No piece in patient."